Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation - customer returned empty vial. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on 27-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 459, 580, 365, 346, 333, 218, 253, 249 and 278 mg/dl. The customer¿s expected fasting blood glucose test result range is 120-150 mg/dl and expected pre-lunch/pre-dinner fasting blood glucose test result range is 140-210 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Customer stated the test strips are stored in her purse. The test strip lot manufacturer¿s expiration date is 10/20/2022 and test strips were opened two weeks prior to call. The meter memory was reviewed for previous test result history (customer stated time may not be set): result 1 : 459 mg/dl date: 5/18 time: 1:15pm unsure. Result 2 : 580 mg/dl date: 5/18 time: 11:49am fasting before lunch. Result 3 : 365 mg/dl date: 5/18 time: 6:10am fasting. Result 4 : 346 mg/dl date: 5/18 time: 9:59am fasting. Result 5 : 333 mg/dl date: 5/18 time: 7:04am fasting. Result 6 : 218 mg/dl date: 5/17 time: 11:42pm unsure. Result 7 : 253 mg/dl date: 5/17 time: 8:43pm unsure. Result 8 : 249 mg/dl date: 5/17 time: 6:25pm unsure. Result 9 : 278 mg/dl date: 5/17 time: 3:37pm fasting before lunch.